Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to an air liftoff valve reference failure. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed by the customer. The manufacturer's field service engineer (fse) reported the blower assembly was defective. The customer declined device servicing. There were no parts replaced.